Event description:
It was reported that during an unspecified procedure, guide wire jammed and hematuria occurred. A 035/180 amplatz super stiff guide wire was advanced to an unspecified target lesion. The physician noticed that the guide wire got attached to a non bsc scope and attempted to retrieve the device. After the device was withdrawn, the physician noticed hematuria through an unspecified nephrostomy scope.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned with its original pouch batch. The unit returned presents the core wire unraveled as part of overall visual revision. One section of the wire was received loaded in a unknown catheter. A visual inspection was performed and the device returned was stuck inside the unknown catheter (distal section). The distal end was severely damage (coilwire unraveled and corewire fractured). The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, guide wire jammed and hematuria occurred. A 035/180 amplatz super stiff guide wire was advanced to an unspecified target lesion. The physician noticed that the guide wire got attached to a non bsc scope and attempted to retrieve the device. After the device was withdrawn, the physician noticed hematuria through an unspecified nephrostomy scope.

Manufacturer narrative:
(B)(4).